Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulation was intermittent, stimulation was turning off, and the patient reported shocking. It was noted that it was unclear when this started, but the device battery status was low and the longevity was ¿???.¿ it was indicated that this device behavior would be expected for a device that was, or was nearing, end of life.an impedance check resulted in normal readings, except for c2, 02, 03, and 23, which results were ¿???.¿ the ¿???¿ reading could be due to errant readings because the patient had a low voltage threshold/testing parameters, and the voltage could not be turned up to test these pairs. It was reported that the patient was getting prepared to have the device replaced. Additional information received reported that the patient was still receiving therapy and did not want to reschedule replacement until the device was completely discharged. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).